Event description:
The customer contact reported a tubing separation. After an unspecified length of time in use, the tubing separated from the clave y-site. The tubing set was replaced and the unspecified therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.